Manufacturer narrative:
The device was returned and the section was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
Updated complaint conclusion due to receipt of product analysis on (B)(6) 2019: during the prep step of a 5f mynxgrip vascular closure device (vcd), the physician checked the balloon but the balloon deflation time was unusually slow. There was no patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The procedural sheath was not returned with the device. The balloon was inflated with water to determine if any leaks were present in the balloon or catheter; no leaks were observed. The inflation took about 10 seconds. A translucent swirl was noted inside the inflated balloon indicating the presence of contrast. As vacuum was drawn to deflate the balloon, the inflation indicator retracted, and deflation took about 20 seconds. The balloon did not fully deflate due to some contrast in the balloon -- a slow seepage of fluid in the balloon could be seen entering the catheter. Semi-dry contrast was noted at the relief port as received, at post-inflation, and at post-deflation. The hub barrel was inspected and liquid seen inside the hub barrel was more viscous than water. This also indicates that contrast has been used in the device during prep. Deflation time increases when contrast is used to inflate the balloon. It takes less than 2 second to deflate a water/saline filled balloon, but it will take about 10 seconds when 50% contrast is used, and about 30 seconds when 100% contrast is used. A second and third inflation/deflation of the device showed improvement in the inflation/deflation times to about 8 seconds both times. By the 8th inflation/deflation of the device, the inflation/deflation times were less than 2 seconds, which meets specifications. A product history record (phr) review of lot f1828202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty during prep¿ was confirmed through analysis of the returned device as received. However, the exact cause of the issue experienced could not be conclusively determined. Based on the limited information available for review and the product analysis, the issue experienced was likely due to the use of a viscous contrast solution or a high contrast to saline ratio solution (although information was not provided) to inflate the balloon as evidenced by the contrast residue noted in the balloon and catheter during functional analysis; especially since the balloon began to deflate properly as the balloon inflation lumen was flushed with water. The mynxgrip¿s instructions for use (IFU), which is not intended as a mitigation, instructs users to fill the syringe with 2 to 3 ml of sterile saline, and to inflation the balloon with the solution. It also states that the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline, in order to visualize the balloon while pulling back to the arteriotomy, and to ensure that the balloon properly abuts the arteriotomy. It should be noted that viscous contrast solution might cause a difficulty to inflate/deflate balloon and/or delay the balloon¿s inflation/deflation time. Neither the phr, nor the product analysis suggests a design or manufacturing related cause for the reported events. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
During the prep step, of a 5f mynxgrip vascular closure device (vcd), the physician checked the balloon but the balloon deflation time was unusually slow. There was no patient injury. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. A product history record (phr) review of lot f1828202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty during prep¿ could not be confirmed as the device was not returned for analysis. The exact cause of the deflation issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what may have contributed to the deflation issue reported. It¿s possible that the issue could be due to the use of a viscous contrast solution, or a high contrast to saline ratio solution to inflate the balloon. The mynxgrip¿s instructions for use (IFU), which is not intended as a mitigation, instructs users to fill the syringe with 2 to 3 ml of sterile saline, and to inflation the balloon with the solution. It also states that the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline, in order to visualize the balloon while pulling back to the arteriotomy, and to ensure that the balloon properly abuts the arteriotomy. It should be noted that viscous contrast solution might cause a difficulty to inflate/deflate balloon and/or delay the balloon¿s inflation/deflation time. Neither the phr, nor the information available for review suggests a design or manufacturing related cause for the reported events. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During the prep step, of a 5f mynxgrip vascular closure device, the physician checked the balloon but the balloon deflation time was unusually slow. There was no patient injury and the device will be returned for analysis.